Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm or alarm once at the end of infusion. The pump was checked on site. The event happened when the pump was on basic mode for secondary medication at the oncology unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.